Manufacturer narrative:
(B)(4). The customer reported that the pacemaker of the device was not working. There was no report of patient impact or involvement. The device was evaluated by philips and there was no trouble found. The device passed all standard testing. The available information does not support that a malfunction occurred. The users were provided with information on performing an opcheck correctly and the device was returned to service.

Event description:
The customer reported that the pacemaker of the device was not working. There was no report of patient impact or involvement.